Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding an implantable neurostimulator (ins).it was reported that the patient was charging the ins more often. The ins was due to have their ins battery replaced next year in 2021. No symptoms were reported. No further complications were reported or are anticipated.